Event description:
Customer reported a past low blood glucose (bg) event with a lowest level of 48 mg/dl. Cause was not known. Customer consumed carbohydrates to manage the low bg event and was advised by technical support to consult a healthcare professional to discuss what might be affecting blood glucose levels. Customer acknowledged this recommendation and understood the advice.